Event description:
It was reported by the pt that a vascular stent was found to be fractured approximately 10 months post placement. Therefore, an angioplasty was performed to open the vascular stent, as a new covered stent was deployed inside the fractured stent. The pt was reported to be asymptomatic following the procedure.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met the specification prior to shipment. No other complaint has been received for this lot number. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case, the stent remains implanted and no images were provided for eval. Potential product and non-product related factors which may have led or contributed to the reported issue have been considered, e.g. Stent elongation during deployment may have lead to a subsequent stent fracture. There was no report of balloon dilation. On the basis of the info available, a definite root cause for the reported event could not be determined.